Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were damaged. All labels were damaged. The drape clips were missing. The inner and outer screw holes were damaged. The battery charger's housing connector was damaged. The foot pedal was missing it's rubber feet. A functional evaluation was performed. The device failed the weight test. The piston migration was at .63 inches. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product.  A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during total shoulder replacement, the spider was not working. No delay and the same device was used to complete the procedure. No other complications were reported. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event.